Event description:
Boston scientific received information that this lead was explanted because of high thresholds. The physician was unable to reposition the lead because the helix would not retract. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.